Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echocardiogram (ice). Pericardiocentesis was performed to remove about 1l of fluid from the pericardial space. The patient was then reported to be in stable condition, after pericardial drainage. Extended hospitalization was required as a result of the event for observation purposes. Patient¿s outcome was improved. There were no factors cited such as patient¿s anatomy or disease, that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was not performed during the case. The exact site of injury is unknown. They assume the issue occurred during the ablation phase. The generator was used in power control mode at 35 watts for 3 second ramp. The impedance cutoff was of 250 ohms with a spike cutoff at 40 ohms. The temp cutoff was at 40 degrees. The flow was set at 15 cc. The patient received (heparin) anticoagulant during the case and had an activated clotting time (act) around 300 seconds. No error messages were observed on any biosense webster inc. Equipment. The stsf catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase, post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a 69-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed 9/1/2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Electrical tests were performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. Deflection tests were performed and found within specifications. The catheter was deflecting correctly. An irrigation test with the cool flow pump test was performed and the catheter passed. However, during a closer inspection, some holes were observed occluded. For this condition, the manufacture team performed an investigation in order to find the root cause. The investigation results showed that this issue is not related to the manufacturing team since the catheter was dissected and foreign material was observed inside the dome. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the foreign material was primarily composed of biological-based material, presumably human. Thus, it was determined that the obstruction on the irrigation holes is not related to the manufacturing process. No evidence of a contamination source was found in the manufacturing process. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the biological material observed inside the irrigation holes cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the procedure. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a 69-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. The biosense webster product analysis lab received the device for evaluation. Upon initial inspection, no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: pc-000485551.